Event description:
Two patients with discrepant potassium and/or sodium results, patient 1, 2008, initial potassium results 2.05 mmol/l, repeated twice gave 4.68 and 4.71 mmol/l. Patient 2, at about two weeks later, initial potassium result 4.7 mmol/l, repeated twice giving 4 mmol/l both times; initial sodium result 151 mmol/l repeated three times gave 129 and 130 mmol/l twice. Initial results were reported, pts were not adversely affected. The field service tech was unable to determine root cause but noted he replaced the dosage pipette syringes and the sodium electrode. Performance tests performed which were within specification.